Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the provided photograph identified signs of implantation with blood residue and wear of the articular surface. Additionally, the locking mechanism is fractured. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient experienced pain and the surgeon noticed that the poly came out of the tibial tray and the locking mechanism failed. The patient was revised. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.